Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what were the circumstances that led to the implantable neurostimulator (ins) not working as good as it use to and if the cause was determined, the patient said they had the urge to go. They further said they talked them through it and moved up the number; all is good. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said the ins is not as good as it was and that they were having a return of symptoms. The patient is having more bladder urgency to go and noted leaking a bit. Prior to the call the patient increased stimulation from 0.7v to 0.8v, but noted it was 1/4 worse the morning of the report. The patient had access to their patient programmer (pp) and synched to the ins which showed stimulation was on. They have the ability to change programs and/or adjust stimulation so it was increased to 1.2v; they felt it comfortably. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp). It was also reviewed to complete a voiding diary to track progression/therapeutic response. The patient was told to give it a couple days and see if they get symptom relief. They were further told to call back for an adjustment or follow up with the hcp. The event was considered a gradual change in therapy/symptoms. The bladder urgency/leaking occurred about a week ago. No further patient complications have been reported as a result of this event.